Event description:
The customer obtained non-reproducible, false positive vitros trop I es results on a patient sample on the vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial top I es patient result was not reported to the clinician. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es result is unknown. It is likely that cellular debris, due to poor sample preparation, was present in the sample although this could not be confirmed. It was confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. There is no indication that the instrument was not performing as expected.